Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. The report is delayed due to original classification of the case as non-reportable. Due to the recent FDA inspection we reevaluated the complaint in comparison to similar complaints with different outcomes and therefore determined that it is reportable. We have addressed this observation in CAPA-23-08.

Event description:
Connection component axis did not properly deploy during surgery. The axis and the pe bearings were not compatible. Both the connector and the bearings have been exchanged. [Translated description from field service].